Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt", "add gel" messages, and damaged cables) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire inside the distribution node (dn) causing a short. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll manufacturing corporation to report that electrode belt sn (B)(4) had a damaged cable and the patient was experiencing "adjust belt" messages, and "add gel" messages without prior gel release.